Event description:
The customer reported that while running an htlv I/ii assay, a sample barcode was misread. Back-up diskettes have been requested from the customer for further investigation. Summit sample handler, no death or serious injury was associated with this event. An ortho field svc engineer was dispatched.